Event description:
Information received from the field does not address the patient's clinical status but notes that a post implant check in the recovery room noted that the device was pacing at 60 ppm, not at the programmed 70 ppm and an eol/rrt message was displayed. An attempt to program the device out of rrt appearred to be successful but the device again began pacing at 60 ppm. Subsequently, the device was replaced.